Event description:
Reporter indicated high lead impedance with 8755 ohms was received twice with vns systems diagnostics testing for a vns patient at an office visit, and the output current was low with only 0.75ma delivered. The patient has not had any adverse events. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.(B)(4).